Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that unable to print for label printer, its printing blank label. The technical support specialist removed existing zebra printer then reinstalled the printer driver. Rebooted machine then reconfigured the settings will resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system printer unable to print. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.